Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. It was reported that there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a review of the pump¿s black box showed evidence of cs 163 no delivery, no prime, no cartridge detected warnings. During investigation, a visual inspection of the pump that the battery compartment was cracked and corrosion was observed inside the battery compartment. During testing, a leak test confirmed a leak in battery compartment. The force sensor calibration and force sensor resistance were found to be out of required specification. The pump cover was removed and evidence of contamination was found in the force sensor housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.